Event description:
Reported as: "erosion of the band and part of the tubing into the stomach."

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number of implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Or caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract.